Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set leaked and spilled chemo on patients clothing with a bd IV set/n35/20drop/cqx1/ll. The following information was provided by the initial reporter: when giving chemo to the patient, it leaked from somewhere and attached to the patient's clothing. Replaced by new infusion and the patient changed clothing.

Manufacturer narrative:
H.6. Investigation summary: one device was received for evaluation. When the airtightness of the actual product received was confirmed, a leak was recognized from the connection between the infusion set and the extension tube. When the connection was tightened no leak was observed from any part of the series. A DHR could not be performed due to an unknown lot number. Since no abnormality was found in the tightness of a series of actual products that were securely connected, it was estimated that this event was a leak due to an incomplete connection or loose connection.

Event description:
It was reported that the IV set leaked and spilled chemo on patients clothing with a bd IV set/n35/20drop/cqx1/ll. The following information was provided by the initial reporter, translated from japanese to english: when giving chemo to the patient, it leaked from somewhere and attached to the patient's clothing. Replaced by new infusion and the patient changed clothing.